Event description:
Customer reports: when md was placing the catheter, it was noted that the guide wire was extremely flimsy and nearly broke while it was in use (while inside the patient). The guide wire was removed from the patient and was noted to be bent in multiple areas.

Manufacturer narrative:
(B)(4). The customer returned one guide wire (swg) and lidstock for evaluation. The guide wire contained obvious signs of use in the form of biological material. Visual analysis revealed three kinks along the guide wire body. The distal j-bend also appeared slightly misshapen. Microscopic examination confirmed the distal and proximal welds were fully formed and intact. The prominent kinks in the guide wire were located 186mm, 180mm, and 424mm from the distal end. The total length of the guide wire measured to be 601 mm which is not within specifications of 679-687 mm per product drawing. The outer diameter of the guide wire measured to be 0.791 mm which is not within specifications of 0.838-0.877 mm per product drawing. It appears the guide wire returned was not the guide wire provided within the reported kit. The returned guide wire was passed through a lab inventory ars/introducer needle assembly. Minor resistance was encountered at the kinks; however, the undamaged portions were able to advance with minimal resistance. A manual tug test confirmed that the proximal and distal welds were secure and intact. The returned lidstock of the kit states the guide wire provided would have an outer diameter around .89mm and length around 680mm. The returned guide wire returned does not match those dimensions. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer complaint of a kinked guide wire is confirmed through this investigation. The returned guide wire contained three kinks within the body. However, the returned guide wire does not match the guide wire that is provided within the reported kit. A DHR review was also completed on the reported lot with no relevant findings. Based on the dimensional discrepancy, the root cause of this investigation is deemed undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reports: when md was placing the catheter, it was noted that the guide wire was extremely flimsy and nearly broke while it was in use (while inside the patient). The guide wire was removed from the patient and was noted to be bent in multiple areas.